Event description:
When prepping the sheath while setting up equipment for the procedure, the side port attached to the sheath broke off. Actual procedure (a fib ablation) had not started and device was never used on the patient.